Event description:
A report was received that the patient underwent a pocket revision due to difficulty charging ipg. X-rays confirmed ipg migration. The patient was doing fine following the procedure.